Event description:
A representative reported an x-ray was performed on (B)(6) 2013 and showed a discontinuity of the catheter at the spinal incision site at the distal end of the proximal catheter. The . A dye study was performed on (B)(6) 2013 and showed an extravasation of dye into the spinal site. The patient required hospitalization and surgical intervention. During surgery, the segment of the proximal catheter remaining on the pin connector was sliced off with a scalpel. Upon reconnecting the distal end of the proximal catheter, the end of the pin connector poked a hole through the catheter requiring the surgeon to trim off the affected piece and then reconnect the catheter once again to the pin connector. The catheter breakage was located where the pin connector articulated, or came into contact with the catheter, in the spinal site. The patient had symptoms of increased spasticity, anxiety, and itching. The patient was given oral antispasmodics of baclofen and tizanidine for signs and symptoms of baclofen withdrawal. The medication used within the system was gablofen.

Manufacturer narrative:
Two very small catheter segments were returned to the rpa lab. A hole was found in both segments. Analysis of the catheter (n110184022) revealed a user related hole in the catheter body.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).